Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient was having a return of symptoms for about 6 months, was having accidents again. Callers states it happened instantly and she was having accidents more than normal. Patient states she had an e. Coli bladder infection and she has just recovered from that. The patient states she met with her hcp (healthcare professional) who checked the implant and found therapy to be off; patient states she doesn't know how it got turned off and that it worked when it was on. Patient states her hcp did not want to turn it back on because she didn't have her programmer. The patient had lost their programmer and was put in touch with the foundation to get it replaced in order to get an MRI. Additional information was received from the hcp on 2019-may-07: caller said the patient's device is dead and the patient doesn't have the remote. MRI information was reviewed and it was recommended patient follow up with hcp to have device checked before having an MRI. The hcp did not know how long the device had been dead. No further complications were reported or are anticipated.

Manufacturer narrative:
Note: device code c50791 is no longer apply to this event so review of this , additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received . It was reported that the patient stated that the ins never worked. The health care professional responded to the letter stating that the uti was pre existing and it was not related to the device or therapy. They also stated that the ins dead battery was due to normal battery depletion. No further complications were noted or anticipated